Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro dissection tip broke in the patient's arm. The surgeon had to open the incision completely to retrieve the part and to complete the vein harvesting process. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
(B) (4) received the device on 01/20/2010. A supplemental report will be submitted when the investigation has been completed and the final failure has been received. (B) (4).